Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, when introducing the arthropierce into the tendon, the tip broke, and the surgeon removed the piece that broke with a grasper. It is unknown how the procedure was finished; however, no surgical delay and no further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports the tip of the device broke, the fragment was retrieved using grasper forceps. It is unknown how the procedure was completed; however, no surgical delay and no further complications were reported. No patient injuries or adverse consequences were reported. No further medical assessment can be rendered at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, an impact event inconsistent with normal use, wear from prolonged use, misuse or rough handling, or inadequate routine maintenance. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.